Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector leaked adriamycin from the end of the IV connector (microclave). This occurred when the nurse was giving chemo drug IV push. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included clear passage and pressure tests with no issues noted. The sample met product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.